Event description:
It was reported that the user experienced difficulty during a full supply change with an inset 23-inch teflon infusion set when the adhesive backing removal dislodged the infusion site from the needle component, and a subsequent attempt to lock the infusion set into position failed, prompting replacement of the infusion set and completion of the change with assistance, after which insulin delivery was resumed. There were no reported adverse clinical effects. Outcomes included no alerts, no alarms, no hospitalization, and successful continuation of therapy after completing troubleshooting and education. Investigation included remote troubleshooting and user education on proper infusion set deployment. Investigation of this case revealed user handling and issues consistent with an incorrectly deployed infusion set or incorrectly attached connector. It was concluded, based on previously established findings for similar reports, that the cause was user technique.